Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. (B)(4).

Event description:
A nurse reported that during an intraocular lens (iol) implant procedure, the lens was found to have an imperfection on it. The surgeon inserted it, noticed the imperfection, and cut the lens out. There was no patient injury and no interventions needed. A new lens was inserted. Additional information was provided by the initial reporter that the surgeon is unsure what caused or contributed to the event. The patient's prognosis is good.

Manufacturer narrative:
Product evaluation: the lens was returned outside of the lens case, adhered by solution to the lens case base. Solution is dried on the lens. The lens is cut into three portions, typical of insertion and removal. All three portions have scratches, scrape marks, and split/cracks on the anterior and posterior sides of the lens. Qualified associated products were indicated. The reported damage was observed. Based on our observation, and the review of manufacturing records, it can be reasonably concluded that the damage is not manufacturing related. Due to the presence of surgical solution and the condition of the returned sample, the damage is most likely related to customer handling. The manufacturer internal reference number is: (B)(4).